Event description:
It was reported that customer experienced device malfunction identified by malfunction alarm 16-0x20e6, which repeatedly appeared when pump was started and prevented access to pump functions. There was no reported impact to the customer¿s blood glucose level. Customer arranged return of pump for evaluation, and distributor confirmed pump could start, charge, and be recognized by computer but still showed same malfunction, so customer received replacement pump while original device was scheduled to be returned for further analysis.